Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 04-dec-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the device while the user was handling which led to the abnormality of electrical parts causing the error message to display. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have detected the event: "inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope received an e315 scope error report. It was also reported that switches were leaking and reduced angulation. The issue was found during inspection before use prior to a routine check-up. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e315 scope error report was not confirmed. The device evaluation found insufficient angulation. Due to wear of angle wire, the angle knob torque of the up/down knob at free exceeded the standard value. Due to wear of switch1, water tightness was lost. The leak check label was discolored. E204 display error reported when the device was angulated. Due to damage on the charge-couple device unit, the image was not displayed the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.